Event description:
A customer reported that their device required multiple touches before displaying the correct number on the screen and did not hold a charge for long. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, indicating no immediate assistance was required, and a review of the issue was planned by the support team.